Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and customer was alleging the insulin pump of under delivery of insulin. The customer¿s blood glucose level was 422 mg/dl. The customer was treated with manual injection. Customer's other blood glucose was 320 mg/dl. Troubleshooting was done for high blood glucose and under delivery. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that cannula was bent. Customer was using auto mode. The insulin pump will not be returned for analysis.